Event description:
Tampons stuck inside her- vagina [foreign body in reproductive tract] . Case narrative: relative/friend reported via phone that consumer had a tampon stuck inside her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.